Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech dealer advised enduser drives chair for ten to fifteen minutes and it shuts down with no error codes.